Event description:
Patient was revised to address liner and cup that had worn through. Osteolysis and loosening of the cup were also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.